Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow up report if required. The suspect device has not been received by carefusion. (B)(4).

Event description:
A customer reported to carefusion that the vela ventilator generated a ¿no calibration data¿ alarm on startup and the touch screen did not function properly. Troubleshooting, with the assistance of carefusion technical support, was performed. In troubleshooting the issue, the customer replaced the turbine and the issue was resolved. The customer verified failure of the turbine by installing on another vela ventilator. The customer stated there was no patient involvement associated with this event.